Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for insulin flow blocked alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer did not change infusion set doesn't recall blood glucose. Customer is using quick. Customer declined further troubleshoot. The insulin pump will not be returned for analysis.